Manufacturer narrative:
The complaint (B)(4) has been evaluated. The batch 5355914 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with ]work instruction-3802038 guideline for test of reference samples buid-umd version 11 for the code idd-pmc11.03 no malfunction based on complaint information. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction -4902118 ver33. Test on returned. Unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction -4802011 version 10 test on returned. Unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction -4802101 version 25 test on returned. Unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction -4802057 version 10 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 5355914 was manufactured according to the[?]document (B)(4) version 69 on the packing process in the machine12, on 28-jun-2021, with a total of (B)(4) units. Review of the device history records showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. The patient was hospitalized due to high blood glucose and high ketones level event on (B)(6) 2024. The length of the hospitalization was 3 days. The blood glucose reported during the event was 33 mmol/l. During hospitalization patient was treated by insulin drips. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.